Event description:
It was reported "during placement of accucath. Wire would not retract, pressure on removal happened and coil tip was left in the vein wall." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3634 showed no other similar product complaint(s) from this lot number.